Event description:
This lv lead was explanted due to noise and out of range impedances. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 51 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not received for analysis. The visual inspection revealed the ligature marks approximately 41 cm proximal to the lead tip. Abrasion marks were found along the lead body. Further inspection showed a deformed insulation approximately 39 cm proximal to the lead tip. In that section, the conductor coil was found fractured, which was confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the available fragment did not reveal any sign of a material or manufacturing problem.